Manufacturer narrative:
Concomitant medical products: product ID: neu_stimloc_acc, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4)

Event description:
The company representative (rep) reported that after placement of the deep brain stimulation (dbs) lead, the support clip of the stimloc was engaged into the base and the clip was tightened. However, the clip could not be tightened completely. As a change in the shape was also observed, further stated that the shape of the support clip was deformed apparently and a product anomaly was suspected. A defect in the problem was suspected. It was noted that when the physician was setting up the reported support clip to the base, it was difficult to set up and attach to the base. A new lead was unpacked and the new support clip was used. This time the clip engaged properly and the surgery was completed successfully without further issue. There were no health hazards to the patient. The physician wanted the cause to be investigated and have the device analyzed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis for the stimloc revealed no anomaly found. The clip and cap worked properly when tested with a known good base and lead.

Manufacturer narrative:
(B)(4).